Event description:
It was reported that after a rotator cuff repair surgery the patient had a difficult rehabilitation therapy, dr (B)(6) requested a check MRI which showed that one anchor had pulled out of the numeral head. Dr (B)(6) the patient will need a revision of his rotator cuff repair.

Manufacturer narrative:
The reported multifix s-ultra device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, after a rotator cuff repair surgery the patient had a difficult rehabilitation therapy, MRI showed that one anchor had pulled out of the numeral head. After revision surgery, it appeared that only the anterior anchor was dislodged. The posterior anchor was in place and integrated. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) bone condition. 2) incomplete insertion. Bone condition or incomplete insertion of the anchor into the bone hole can result in implant puul out. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned complaint shows two returned parts of the multifix s-ultra. The instrument itself was not returned for evaluation. The detached implant is contaminated with unknown substances and indicates signs of wear. The plastic tip of the distal end shows damages and wear with an attached broken suture. The parts returned show no manufacturing abnormalities. The returned single parts of the mulitfix s- cannot be functional tested. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Sign-off date 1/14/2019.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned complaint shows two returned parts of the multifix s ultra. The instrument itself was not returned for evaluation. The detached implant is contaminated with unknown substances and indicates signs of wear. The plastic tip of the distal end shows damages and wear with an attached broken suture. The parts returned show no manufacturing abnormalities. The returned single parts of the mulitfix s cannot be functional tested. The complaint was not verified but the root cause could not be determined with certainty. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) All documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. All documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.